Event description:
It was reported to medtronic minimed that the customer¿s mother called to report a significant discrepancy between sensor glucose (sg) and blood glucose (bg) readings. The event involved product(s) mmt-5120b,mmt-332a,mmt-242a,mmt-1884. The bg (meter reading) was 400 mg/dl, a difference of 188 mg/dl, which is outside the target range. The customer experienced a high bg event, which lasted 3¿4 hours and was managed with a manual insulin injection, ketones monitoring. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further customer complications were reported. Mmt-5120b was expected to return. Mmt-332a,mmt-242a,mmt-1884 was not expected to return. Frn-mmt-332a-rsvr, unomed inf set, sfi-mmt-5120b-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.